Manufacturer narrative:
The field service engineer confirmed the ise system's performance was acceptable. The customer updated the qc mean value. No further customer complaints have been reported. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). The field service engineer discovered an improper flow rate for cuvettes. He performed a hardware check and had unacceptable results. The investigation is ongoing.

Event description:
The initial reporter received questionable non reproducible ise indirect gen.2 na and cl results for one patient tested on a cobas 6000 c (501) module. The initial results were not reported outside the laboratory. The sample was repeated on another analyzer for confirmation. The patient¿s initial results were na 123 mmol/l and cl 113.2 mmol/l. The repeat results were na 135 mmol/l and cl 99.2 mmol/l. The na and cl electrode lot number and expiration dates were requested but not provided.